Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that another flow diverter indicated in the initial report was used to complete the procedure. Regarding the report of "operator felt increased tension in the system," it was clarified that there was no greater resistance than usual. The cause of the pipeline failure to open was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. The phenom 27 microcatheter was fg15150-0615-1s, lot: 228632361. The information is confirmed by the physician.

Manufacturer narrative:
H3: the pipeline flex shield was returned within the introducer sheath. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. Based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and damaged. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline embolization device failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured right carotid cavum aneurysm with a max diameter of 4.2 mm and a 3.5 mm neck diameter. The landing zone was 4mm distally and 5mm proximally. It was noted the vessel tortuosity was normal. Dual antiplatelet treatment was administered, and angiographic results post-procedure indicated successful aneurysm embolization. It was reported that the distal opening of the pipeline embolic device was not achieved, and it was observed to collapse at the distal end. The operator felt increased tension in the system and performed push and pull maneuvers for release. It was recaptured on 3 occasions, attempting to release it in different segments of the artery, with push and pull, without improvement in the opening. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than or equal to two times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from patient. No surgical intervention was needed to prevent a permanent impairment. The event did not lead to or extend patient hospitalization. No injury was reported because of the event. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices included a rist 079 guide catheter and phenom 27 microcatheter.